Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Pt was revised to address loosening. Update: (B)(6) 2011 - litigation papers allege, pt suffered severe pain, soreness, and discomfort; difficulty sleeping, walking, standing for prolonged periods of time, and performing routine activities; significant weight loss, left iliopsoas muscle fluid collection leading to increasing pain, swelling and deep vein thrombosis; inability to lead a normal life; elevated metal ions levels, measured at 7.8 mcg/l of cobalt pre-revision; revision surgery revealing loose asp cup; emotional distress, anxiety and mental anguish; medical and other related expenses. Femoral head added to complaint.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: small avulsion type injury of the gluteus medius; significant amount of fluid and irritable appearing granulation type tissue throughout the pseudocapsule area; cup was seemingly loose as it came out with no bone loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.